Event description:
Related manufacturer report number: 2017865-2022-05457. During an in clinic follow up, oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and also noted a loss of capture on the right atrial (ra) lead. Rv and ra lead dislodgement was suspected. Diagnostic imaging was performed, however, the results are unknown. It was suspected the dislodgement was due to patient ambulation. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.